Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 13.3, 16.7 mmol/l and the sensor glucose was 4.3, 5.5 mmol/l respectively at the time of the incident. Blood glucose rose to 22.8 mmol/l due to insulin pump getting suspended. Customer treated with pens. Customer also reported getting the following alert such as lost sensor signal and change sensor. Reviewed sensor best practices (site selection, taping, calibration protocol) with the customer. The sensor will not be returned for analysis.